Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by the customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's hinge near the screen was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields - e1(site country), h6 (type of investigation, investigation findings, investigation conclusions). Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, fse replaced the hinges ((B)(6)), hinge covers ((B)(6)). Unit passed all functional and safety tests per factory specifications. Returned unit to the customer and cleared for clinical use.